Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the (B)(6) of infection, constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced an infection. On (B)(6) 2012, the patient experienced constipation. On (B)(6) 2012, the patient was hospitalized for the infection and constipation. On unreported dates, the patient experienced peritonitis. During hospitalization, the patient received unspecified treatment for the peritonitis. Treatment rendered for the infection and constipation was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event of peritonitis. Per the reported, the events of constipation and peritonitis were not related to dianeal therapy. An opinion of causality for the infection was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k19013, h11j31036 and h11i13068 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.